Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 23.2 mmol/l which was treated with insulin pump. The customer current blood glucose level was 17 mmol/l. The customer stated that he was on high as he suspended his pump instead of suspending his sensor last night as he could not sleep. The customer stated that the transmitter led did not blink when it was connected to the sensor. The customer stated that they used insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege and pump was under delivering. The customer stated that they do not have a back-up plan available. The customer also get assistance with connecting sensor and transmitter does not blink when connected to sensor. The insulin pump will not be returned for analysis.